Manufacturer narrative:
Investigation summary: our quality engineer received a total of 3 units; two attached (bonded) to an extension set at one end and a needle connector on the other. The third attached (bonded) to an extension set at one end and a needle connector on the other, the unit was received along with a 10ml luer lock syringe. The lot number was not provided, therefore no DHR review could be carried out. Visual/microscopic evaluation revealed all the units had damage (tears) on the septum top disk slit. Due to the condition of the units, the water leak test could not be performed, however a fluid test was performed and no leakage was observed. A definite source that contributed to the tears (top disks) could not be established during this investigation. However, per the instruction pamphlet this could be one of the potential failure modes if improperly used. This is normally attributed to incorrect usage or excessive actuations. The units did not leak during the performance of the fluid test and no damage that could contribute to the failure was observed. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that after treatment a bd q-syte¿ luer access split-septum stand-alone device leaked serum onto the patient¿s shirt. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after treatment a bd q-syte¿ luer access split-septum stand-alone device leaked serum onto the patient¿s shirt. There was no report of exposure, injury, or medical intervention.